Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that a table communication error was displayed on the control panel of the 2800 system. X-rays can not be taken when this happens. There was no report of patient injury.